Event description:
It was reported that during a post vena cava filter placement CT, it was noted that the filter had tilted approx 25 degrees. It was also reported that there is a clot in the filter and that the pt is asymptomatic. The vena cava appears very oblong and the interanl measurements range from 25 to 27 cm. No injury to the pt. The position of the filter is between disc space 2 and 3, and other than the tilt, it is reported to be in the same place as the initial implantation site.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not evaluated, as it remains implanted. X-rays were returned and the tilt was confirmed. It is unknown if the pt's anatomy, the clot in the filter or procedural issues contributed to this event. Based on the information received, the results of this investigation are inconclusive and the root cause is unknown.